Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that the patient with this lead attended follow-up at which time lead dislodgement was observed. During surgical intervention, this lead was removed and replaced with another of the same model type. The explanted lead is intended to be returned for analysis. No pre nor surgical adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the lead tip appeared normal. Tissue was observed entwined in the helix upon return. Testing was then completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of product dislodgement.

Event description:
It was reported that the patient with this lead attended follow-up at which time lead dislodgement was observed. During surgical intervention, this lead was removed and replaced with another of the same model type. The explanted lead was later returned for analysis. No pre nor surgical adverse patient effects were reported.